Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading, improper bone preparation, or prying and leveraging the device with excessive force.

Event description:
On 10-dec-2025, a sales representative reported via phone that an ar-19032c fiberstitch rc implant 1.5 experienced deployment issues during a shoulder rotator cuff repair and cuffmend procedure. The first anchor was difficult to deploy, and after deploying the second anchor, a broken suture was observed upon removal of the inserter. Both sutures and anchors were removed from the patient using a shaver and kingfisher instrument. A second ar-19032c fiberstitch rc implant 1.5 was opened and functioned as intended. Subsequently, an ar-1926bcsp biocomposite pushlock anchor was inserted, and tension was applied to the suture. During anchor deployment, the anchor split longitudinally. All fragments were retrieved using a shaver and kingfisher instruments. The incident resulted in a 15-minute case delay with no additional anesthesia administered and no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.